Event description:
I had received my first of three injections of synvisc in 2007, approx 1 week later I realized I started to become dizzy. When I received my 2nd injection I asked the dr if this was a side effect and he assured me it was not. The dizziness came and went. When I received my 3rd injection, again I asked about the dizziness, and again they assured me it was not a side effect. This last injection was given two week later. By the third day I went to my regular dr for flu like symptoms, but mostly because of dizziness. The next day, when arising from my sleep my head felt like it was moving back and forth and my brain bouncing from side to side, I could barely get out of bed. I contacted my regular dr again and they sent me for a cat scan that same day, checking for inner ear problems, sinus, or anything eye related. The scan came back clear. The dr prescribed ativan for anxiety and put me on rest with a lot of liquids. I missed one week of work. My blood pressure is 130 over 80, I am not diabetic. The only thing different in my routine for the past couple of years has been the injections. Is it at all possible that this can be caused by this drug, and if so what can I possibly take to relieve this symptom. If drug allergies are a necessary bit of info you would need, the only drug at this point in time that I am allergic to is phenothiazines. I take prilosec regularly, and naprosyn 500mg twice daily, and I also take zoloft 100mg. Any info would be great at this point and time.